Manufacturer narrative:
Follow-up # 1 date of submission 2/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/31/2017 with the following findings: a review of the pump black box data showed evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked and had stripped threads. The returned battery cap was undamaged but it was unable to maintain an electrical connection with the pump therefore the pump reboots were duplicated with the returned battery cap. The returned battery cap¿s height and width were within specification. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it also caused the pump reboots. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment threads were stripped, the battery compartment cap was unable to be tightened, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.